Event description:
The customer's mother reported that the insulin pump had a button error alarm and was not responding. The customer's mother stated that the numbers on the display had been ramping on their own. Customer's mother did not recall any significant events leading up to the button error alarm. Blood glucose level was 87 mg/dl at the time of the incident. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.